Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge mr balloon catheter was selected for used. However, angioplasty guide was unable to insert into the balloon and turned out the balloon was broken. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was loosely folded. At 3mm distal from the bicomponent weld, for a length of 1mm, the guidewire lumen was buckled, prolapsed, punctured, and stretched. No further damages or irregularities were present. Product analysis confirmed the reported difficulty to load on the guidewire as the guidewire lumen was buckled, punctured, prolapsed, and stretched. Product analysis could not confirm the reported event as there was no break in the device.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge mr balloon catheter was selected for used. However, angioplasty guide was unable to insert into the balloon and turned out the balloon was broken. The procedure was completed with another of same device. There were no patient complications reported.